Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display even receiving the new battery. The blood glucose was 169 mg/dl. It was reported that the contacts on battery cap and battery compartment are normal, not damaged. The customer stated that the damage in the reservoir compartment. The customer stated that display did not turn on after inserting the new battery. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. No further detail given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to blank display. Device had cracked battery tube threads.